Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due to an incident of hyperglycemia. Per the report the pt began experiencing elevated blood glucose and was brought to his physician who suggested he go to the hosp. He was admitted and treated with insulin and IV fluids. The device should be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.